Manufacturer narrative:
The lead was returned due to dislodgement. As received, a partial lead was returned in two pieces with the helix retracted and clogged with blood/tissue. X-ray examination did not find any anomalies or distortion of the helix or damages to the inner coil at the connector region. After cleaning the helix and by applying torque to the inner coil at short range, helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to procedural damage at the middle region. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. During extraction the atrial lead dislodged from its position and was also removed. The leads were successfully replaced. The patient was stable and asymptomatic.